Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital of (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that connectivity issues existed between the devices and the synchronization server, initially presenting as timeout errors and intermittent port 10000 failures, indicating network instability. A technical support specialist (tss) identified that the synchronization server had accumulated a significant backlog of approximately 2 million rows due to prolonged communication failure, resulting in high memory utilization and service disruption. The tss applied the applicable knowledge article titled "devices unable to reconnect following 1.7.4 upgrade - there was no space available in the reliable channel's transfer window" to initiate slow queue reconnection, enabling devices to resynchronize in controlled batches, along with service restarts to stabilize data flow. Additional load balancing actions were performed by redistributing devices across synchronization servers, and targeted troubleshooting was conducted for devices that remained non-communicative. Following these corrective actions, device communication was successfully restored, and the environment was stabilized with normal synchronization operations. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es were on critical override. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.